Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded right ventricular (rv) lead noise and oversensing. At the time the issue was first observed there were no instances of pacing inhibition or inappropriate therapy; the physician elected to monitor the patient remotely. The noise and oversensing continued for some time prior to an event recorded to the remote monitoring system which showed pacing inhibition and asystole for just over two seconds. Boston scientific technical services (ts) reviewed the episode and noted the noise was likely the result of diaphragmatic signals due to lead position and device settings. At this time no changes have been made to device settings though the clinic plans to follow up with the patient. No adverse patient effects were reported. This system remains in service.